Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. The insulin pump was monitored and no blank display anomalies or low battery alerts noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime the insulin pump during prime test due to faulty force sensor resistor. The insulin pump was received missing end cap sticker, cracked battery tube threads, broken belt clip slot on battery tube side and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the display returned after inserting a new battery. The customer reported that there was crack on the battery compartment. The insulin pump was returned for analysis.